Event description:
As reported, during an unknown procedure, the bard/davol sorbafix handle could not be pulled completely, was locked in the middle and the fasteners were not released. As reported, when the surgeon removed the device from the patient and attempted to dry-fire, it was noted that the fasteners were stuck inside the cannula shaft. Review of the photo provided shows the inner mandrel of the device exposed beyond the cannula opening. The mandrel is exposed well beyond its normal range when the device is being fired for use. It does not appear that the trigger is engaged in the photos causing the mandrel to remain exposed outside of the cannula.

Manufacturer narrative:
As reported, bard/davol sorbafix enhanced fixation device fasteners stuck inside the cannula, mandrel protrusion. There was no reported patient injury. The subject device is not returned for evaluation. Photo of the subject device is provided and the review of the photo shows that the inner mandrel of the device is exposed beyond the cannula opening when the device is being fired for use. It does not appear that the trigger is engaged in the photos causing the mandrel to remain exposed outside of the cannula. Based on the photo evaluation and investigation performed, the most probable root cause is the result of a detachment of the mandrel internally or damage to internal components resulting in the condition seen but without the sample definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device states that "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed".

Manufacturer narrative:
As reported, bard/davol sorbafix enhanced fixation device fasteners stuck inside the cannula, mandrel protrusion. There was no reported patient injury. The subject device is not returned for evaluation. Photo of the subject device is provided and the review of the photo shows that the inner mandrel of the device is exposed beyond the cannula opening when the device is being fired for use. It does not appear that the trigger is engaged in the photos causing the mandrel to remain exposed outside of the cannula. Based on the photo evaluation and investigation performed, the most probable root cause is the result of a detachment of the mandrel internally or damage to internal components resulting in the condition seen but without the sample definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device states that "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document additional information received. Additional information provided states the device was deployed into the cooper¿s ligament. The most probable root cause is the result of forces applied while the user attempted fixation into the cooper's ligament which may have led to internal damage. However, without the sample a definitive root cause cannot be determined. The instructions-for-use for the sorbafix fixation device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, the bard/davol sorbafix handle could not be pulled completely, was locked in the middle and the fasteners were not released. As reported, when the surgeon removed the device from the patient and attempted to dry-fire, it was noted that the fasteners were stuck inside the cannula shaft. Review of the photo provided shows the inner mandrel of the device exposed beyond the cannula opening. The mandrel is exposed well beyond its normal range when the device is being fired for use. It does not appear that the trigger is engaged in the photos causing the mandrel to remain exposed outside of the cannula. Addendum per additional information: as reported, the procedure being performed was a video-laparoscopy procedure, the patient was implanted with a bard/davol 3dmax mesh. It was reported that the user attempted fixation into the cooper's ligament. As reported, counter pressure was applied with contra-lateral hand and the procedure was completed using polypropylene separate stitches. There was no reported patient injury.